Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation system issue that occurred during a functional endoscopic sinus surgery (fess). It was reported that the surgeon had an issue verifying an instrument. The distance to divot was 4.3 to 8.2mm. The surgeon had to heavily manipulate the instrument to get it under 2mm. No further information was provided.